Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021 during a posterior spinal fusion at s2 procedure treating adult spinal deformity, the threads of the set screw broke during final tightening. The procedure was successfully completed using a replacement screw. There was a surgical delay of less-than-thirty (30) minutes. The patient outcome was stable. No further information is available. Concomitant device reported: unknown tightener (part# unknown, lot# unknown, quantity unknown). This report is for one (1) single-inner setscrew. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H3, h6: a product investigation was conducted. The product was returned to depuy synthes for evaluation. Depuy synthes cq conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the single-inner setscrew was found to have broken threads. The broken threads were returned. There were scratches on the screw due to which the etching was not clear but have no impact on the device functionality. No other issues were observed with the returned device. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Document/specification review based on the date of manufacture, the current and manufactured revision of drawings were reviewed as part of depuy synthes's quality process all devices are manufactured, inspected, and released to approved specifications. The complaint condition was confirmed for the single-inner setscrew. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. H3, h4, h6: a device history record (DHR) review was conducted: the DHR of product code: 179702000; lot : nw240077 was electronically reviewed and no non-conformances were observed during the manufacturing process. The product was released on: 17.11.2012 device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.